Event description:
The customer contact reported leakage was noted in the device from the disposable batteries. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found leakage from disposable batteries in the battery compartment, the battery door and the middle printed circuit board. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel